Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an appointment to check for an inflation problem, the physician discovered that the implant was eroded through the distal urethra. The ipp was explanted and replaced with a tactra. There is no additional information reported.